Manufacturer narrative:
(B)(4). Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the data acquisition board. The device is back in service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.